Manufacturer narrative:
Upon further review of the file, it was determined the event reported in the initial MDR was incorrect. Event is a product problem/malfunction only and not a serious injury with product problem/malfunction. The following fields from the initial report are not longer applicable: section b-1 report type: adverse event section b-2 outcome attributed to adverse event: required intervention to prevent permanent impairment/damage (devices) all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-2 patient date of birth: unknown however, 22-apr-2024 was provided. Section a-3b patient gender: unknown. Section a-5 patient ethnicity: unknown/asked information unavailable. Section a-6 patient race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure, therefore not explanted. Section h3: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - impact code: 4625 incision enlargement and sutures section h-6 health effect - clinical code: 4581 incision enlargement all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the zcb00 model intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). A scratch on the iol was seen under the microscope by the surgeon. The iol was removed and replaced with another zcb00 33.0 diopter iol during the same procedure. The incision was enlarged and unplanned sutures were required. The sutures were not used as a prophylactic measure. There was no vitrectomy and no serious patient injury was noted. Patient status post-procedure was reported as unknown as patient has not required return to or as of (B)(6) 2024. The suspect iol is not available for return as it was discarded. No further information is available.